Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device has a defibrillation issue. The device was reported to be in clinical use at the time, but no adverse event to patient or user was reported.

Event description:
The customer reported that the device's battery does not work. There was no patient involvement.